Event description:
Customer reported a high blood glucose of 537 mg/dl. The customer treated himself with 17 units of insulin by injection. The customer also reported a blank display. Troubleshooting did not find any damage to the battery cap of the insulin pump. The customer stated the display returned after troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-22489.